Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the upload and download functions were not working on the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the upload and download functions were not working well on the station. A technical support specialist attached the knowledge article to proceed with a full synchronization of the station. The necessary steps were taken, and the full synchronization was completed. The customer confirmed and verified that the station was working properly. The system functioned as intended after the technical support specialist troubleshot the device.